Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device is no longer supported by physio and, as a result, parts and servicing are no longer available. Physio-control recommended that the device be permanently removed from service and that a replacement unit be obtained. The device has not been returned to physio for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device has a service indicator present and that it would not shock during testing. There was no patient use associated with the reported event.